Event description:
It was reported that the surgeon cannot do white balance and there is no image also. No patient injury was reported. Procedure was finished with a competitor device. Delay greater than 30 minutes was reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of the product and no physical damage was observed. The reported malfunction was duplicated during the functional testing process and review of the customer provided image. Complaint of no live video image was confirmed. Video output of camera head shows no live image, just color bars. The ccu always displays a color bar pattern until a head is plugged in. When a head is plugged in, it¿s recognized by the ccu then the ccu should automatically switch to displaying live video. If the color bars remain displayed on the screen that means the ccu doesn¿t recognize that a head was plugged in. Factors, unrelated to the manufacturing and design of the device that could have contributed to the event include a damaged or defective cable or an internal electronic component failure preventing the control unit from recognizing the camera head. The complaint investigation has concluded the cause of live video output failure is a defective electronic component. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.